Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented during the implant procedure. A medication error accrued. The patient was injected with carbocaine and the patient experienced seizure, which was treated with medication. The event resolved without sequelae.